Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an operator injury occurred while performing weekly maintenance for automate 800 system.while the operator was rubbing to clean the surface with gauze pad, the pad, glove, and the finger were cut by sharp edges. The operator received medical treatment for (B)(6). The details of treatment are not yet available.

Manufacturer narrative:
The customer may have been cleaning the areas that the instruction for use (IFU) does not specifically call out for cleaning.the injury could result in biohazard exposure.